Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical was able to confirm the endoleak iiia with complete component separation of the right limb and main body, the bilateral iliac sac growth, and the open conversion on (B)(6) 2017. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal with complete component separation of the right limb and main body was the right iliac anatomy (off label condition), in combination with the intentional off label use of an aortic cuff in the iliac artery. There were no procedure related harms identified. The patient was discharged in stable condition on the seventh post operative day. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A review of the manufacturing lot confirmed all devices met specifications prior to release. The explanted devices will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: all manufacturers (contact office).

Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and three infrarenal aortic extensions to treat bilateral iliac aneurysms. The physician used the infrarenal aortic extensions as limb stents. Two of the infrarenal extensions were used to snorkel the right iliac artery. The patient had a routine follow up completed on (B)(6) 2017, an arteriogram showed the patient had a type 3a endoleak with complete component separation of the limb extension from the main body stent. The patient is also reported to have bilateral iliac aneurysm growth. The physician elected to explant the devices on (B)(6) 2017 and an open repair was completed. The patient is reported to be doing well and there were no additional adverse events reported. The explant was not returned to endologix for further evaluation.